Manufacturer narrative:
(B)(4). One empty 340 ml water bottle lot: 220177 was received for evaluation. It came without the 040 humidifier adaptor. Upon visual inspection, there appears to be a channel from the bottom of the adaptor port to the top of the bottle. No other defects were observed. The water bottle was filled about 3/4 full with water and attached to an adaptor (lot: 17f18). The water bottle/adaptor assembly was attached to a flowmeter. The flowmeter was set to 0.5 liters per minute and bubbles were observed in the bottle. A review of the manufacturing event log for the lot number reported shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. A review was also conducted of each adaptor lot: (07c17 and 18c17) packaged with the lot number reported. No issues were identified. All process parameters were within specification, all in-process qa inspections were acceptable, and all post sterility and package integrity tests were acceptable. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
Customer complaint states: "presence of a bubble in the plastic part that connects the plug in of the oxygen to the aquapack bottle. So it occludes the flow of oxygen." It was reported there no consequences for the patient.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received for evaluation by the manufacturer at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. No sample available from the customer to investigate. Complaint not confirmed. Root cause cannot be determined. If the device becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint states: "presence of a bubble in the plastic part that connects the plug in of the oxygen to the aquapack bottle. So it occludes the flow of oxygen." It was reported there no consequences for the patient.